Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified at the level of the damages. The damages of the fas are consistent with the cross-threading of the setscrew. The deformation of the first thread explains why the surgeon was not able to insert other setscrews in the fas. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that during an unknown procedure, the setscrew would not tigthen properly and cross threaded upon insertion. No further details are known at this time.